Manufacturer narrative:
(B)(4). Product registration - correction. B5: describe event or problem - additional information. D4 catalog no: - correction. D4 UDI: - correction. H2 type of follow up: - additional information/ correction. H5 labeled for single use - correction. H6: additional information. H6 ¿ correction - disregard h6 code 4115 on initial MDR. H10: corrected data.

Event description:
It was reported that there was an alert/notification settings issue. Data was provided for investigation. Confirmation of the complaint and the probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).